Event description:
The pt received her ipg on (B) (6) 2007. It was reported that the pig pocket site opened up and the ipg was exposed for a few days. The physician decided to remove the ipg in order to prevent any infection. The ipg was explanted on (B) (6) 2007. Cultures taken from the pocket site tested negative for any infection. The pt received another ipg at a later date. Follow up with the pt found that there have been no further issues reported.

Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.